Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 700s mg/dl and diabetic ketoacidosis. Reportedly, the cartridge had been in use for more than 72 hours with novolog insulin. Additionally, customer had fallen (and pump fell in to toilet) resulting in loss of consciousness for 1-1.5 days prior to being found with elevated bg level; cause of fall was not known. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of insulin and was discharged 4 days later with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.